Manufacturer narrative:
Please note correction to (date of event (B)(6) 2018).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa and iliac branch endoprostheses to treat abdominal aortic and right common iliac artery aneurysms. During the procedure, an iliac branch component was placed in the right common iliac artery, and an internal iliac component was placed in the right internal iliac artery without any reported issues. A trunk-ipsilateral leg component was then advanced from the right side and implanted. According to the report, the flow divider was positioned in a tortuous region of the vessel. After the ipsilateral leg of the trunk-ipsilateral leg component was deployed on the left side, a contralateral leg component was implanted to extend into the left external iliac artery. The physician attempted to cannulate the contralateral gate of the trunk-ipsilateral component via right-side approach, but was unsuccessful. Additional attempts to cannulate the gate from the left side and brachial artery were made, but were also unsuccessful. A procedural angiograph reportedly showed that the flow divider and the contralateral gate were not completely occluded. The physician decided to conclude the procedure and perform the cannulation at a later date. On (B)(6) 2018, intravascular ultrasound imaging revealed significant thrombus in the iliac branch component (ceb231010a/16314157). According to the report, the delay of the additional cannulation procedure and not having administered an antiplatelet agent were factors in device occlusion. To avoid the risk of thrombus breaking off as an embolus, the physician decided to forgo cannulation and convert to aorto-uni-illiac (aui) with a femoro-femoral bypass. The patient tolerated the procedure.